Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the unit passed electrical leak and all functional tests. The video output signals and images tested adequately. Furthermore, the unit has an updated main switch and software version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is unable to display images. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image output is related to abnormal communication with the endoscope, foreign matter sticking to the electrical contacts inside the video connector, and corrosion effects. Since no abnormality was noted with the subject product, a temporary malfunction of the internal printed circuit board presumably contributed to the cause of the malfunction. Olympus will continue to monitor complaints for this device.